Event description:
It was reported that patient underwent a bankart repair procedure on (B)(6) 2015. During the procedure, the tips of two suture anchors fractured. The tips remain in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a bankart repair procedure on (B)(6) 2015. During the procedure, the tips of two suture inserters fractured. The tips remain in the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation found product likely failed due to misuse, by product being put through excessive force or torsional/bending overload.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."